Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing got detached close to the site, as it was pulled out when he may had rolled over while he was sleeping. The site location and the pump, both were in the same pocket on the same side. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 299 mg/dl. No further information available.

Event description:
On 01-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing got detached close to the site, as it was pulled out when he may had rolled over while he was sleeping. The site location and the pump, both were in the same pocket on the same side. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 299 mg/dl. No further information available.